Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level as details about any adverse blood glucose events were unknown. Technical support provided information and assisted the caller in resetting the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.